Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. However, the insulin pump passed functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected numbers ramping or scrolling on their own noted. The insulin pump was reset in english properly. The insulin pump was programmed multiple boluses and basal rates and functioned properly. No program anomaly noted. The insulin pump had cracked case at the display window corner, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call keypad anomaly and low blood glucose levels. Customer's blood glucose level was 30 mg/dl. Customer advised the paramedics arrived due to their low blood glucose levels and a glucagon shot was given to them. Customer advised they had fluctuating blood glucose levels and it went as high as 453 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised they tried to change the language settings on the device but were unable to due to so due to buttons not responding. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.